Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) in 2008. The patient reported she had lost vision due to the development of cataract and the icl was explanted. The reporter at the facility stated the icl was explanted in 2009 and was discarded by the facility. The cataract was removed and an iol was implanted. The reporter stated the patient's natural lens was clear and normal prior to icl implant. The icl was well positioned in the patient's eye. The patient's current bcva is 20/20 -1. The patient is older than the approved age group and this is off-label use.

Manufacturer narrative:
Evaluation codes: method - results - a lens work order search was performed, and no similar complaints were found within thr work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.